Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right tibial artery. An emboshield nav6 embolic protection system (eps) was being prepared and a little difficulty was felt when inserting the filter into the delivery system due to misalignment of the delivery catheter by the nurse. The filter was loaded correctly; however, the barewire was exchanged for a longer 0.014" guide wire. The eps was advanced and the filter was deployed prior to angioplasty; however, it was noticed under angiography that the filter was not on the wire and had drifted to the wire tip with the blood flow. The filter remained in the patient¿s leg. A snare was used to successfully remove the filter from the anatomy. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned product. The reported difficulties were unable to be tested due to the condition of the returned unit and the loss of filter was user related. It should be noted the emboshield nav6 embolic protection system electronic instructions for use (IFU) warns: only use the barewire filter delivery wires. Use of other guide wires will lead to loss of the filtration element or an inability to retrieve the filtration element. The IFU deviations likely caused the reported filter migration and need for additional intervention to retrieve the loss of the filter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information provided, the investigation determined that the reported difficulties were likely user related. The difficulty loading the filter into the delivery catheter was likely related to misalignment of the delivery catheter during loading. The reported migration/loss of the filter appears to be due to attempting to use a non-abbott, non-barewire guide wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.